Event description:
It was reported that the back of the case of the external pulse generator (epg) was cracked. The epg has been returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the back case of the external pulse generator (epg) was cracked. It was also determined at analysis that there was a backlight issue, the connector on the main printed circuit board (pcb), was replaced. The hanger was broken. The firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.